Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: european journal of obstetrics & gynecology and reproductive biology. 2015; 186: 85¿90. Doi: http://dx.doi.org/10.1016/j.ejogrb.2015.01.008. (B)(4).

Event description:
It was reported via journal article: "title : is there a learning curve for the tvt-o procedure? A prospective single-surgeon study of 372 consecutive cases". Author maurizio seratia,*, giorgio bogani a, andrea braga a, paola sorice a, stefano salvatore b, stefano uccella a, fabio ghezzi . Citation: european journal of obstetrics & gynecology and reproductive biology. 2015; 186: 85¿90. Doi: http://dx.doi.org/10.1016/j.ejogrb.2015.01.008. The objectives of the study was to evaluate for the first time in the literature the learning curve of inside-out transobturator tape (tvt-o). A prospective observational study was conducted in a tertiary reference center. A total of 372 consecutive women (age range: 48 to 65 years old; bmi: 23.5 to 29.1) treated by tvt-o performed by one surgeon were included. During the surgical procedure, gynecare tvt-o (ethicon) was used. Reported complication included bladder perforation (n-1), de novo recurrent urinary tract infection (n-9), vaginal erosion (n-5) and the patients did not require sling removal, and de novo overactive bladder symptoms (9.7%). The data showed that the tvt-o procedure guarantees encouraging outcomes with very high objective and subjective cure rates and with a low complications rate, even at the beginning of the surgeon¿s learning curve. A high experience of the surgeon could significantly improve the subjective cure rate and could reduce the groin pain at short and medium-term follow-up.